Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported that it didn't seem like the implant was charging correctly. Patient stated that the implant used to go for like 3 days on a charge but now they were lucky if the implant went a day and a half on the charge. Patient confirmed that the implant battery was not lasting as long. Patient noted that they were on a schedule charging schedule so it reminded them to charge every 3 days and the last couple weeks the implant only lasted a 1.5 days until they had to recharge again. Patient mentioned they can barely move their leg and when their leg hurts that 's the first indication the implant needs to be charged. When asked for event date, patient mentioned when the implant gets low they notice the pain and noted that's why they had the implant put in. Agent asked the patient if they had any recent falls/trauma and patient stated no. Patient unlocked the controller and saw battery empty cannot provide stimulation recharge implanted device screen 81. Controller was at 100% and implant was in the red. Agent asked and patient denied any changes to their therapy settings. Patient mentioned their last reprogramming was when they go their implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.